Manufacturer narrative:
Evaluation of the returned pod coil revealed that the ddt was fractured off the distal tip of pusher assembly and the embolization coil was detached. If the pod coil is forcefully mishandled against resistance during use, damage such as a fracture may occur and result in the embolization coil detachment. Based on the returned condition, the root cause of the reported resistance could not be determined. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil into the target location using the lantern. The physician then experienced resistance after forming one loop with the pod coil into the target location. Subsequently, while forming approximately four loops with the pod coil, the physician felt as if the pod coil had detached. Therefore, the physician decided to retract the pod coil. However, while attempting to retract the pod coil, the physician noticed that the pod coil had unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached pod coil from the patient and then removed the pod coil from the lantern on the back table. The procedure was completed using four ruby coils, five pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.